Manufacturer narrative:
On (B)(6) 2020, mentor received the following additional information: the patient report that the suspect medical device had a hole in it from the time it left mentor and prior to implantation, which overtime leaked silicone into their body and caused them to develop a persistent lump in the middle of their chest, alopecia, and poor circulation in their fingertips. Reason for device explant and/or reoperation: rupture, generalized illness device investigation summary update: during visual inspection, some creases were observed in the anterior and posterior view of the device. In addition, an area of shell abrasion was observed within a crease in the posterior view. By the other hand, a tear was found within another crease in the posterior view, measuring approximately 0.4 cm. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This lot met finished goods release requirements on (B)(6) 2011. At various stages of the manufacturing process, there are inspections to evaluate for obvious defects, the devices are examined through human visual inspections and therefore have an opportunity for an item to not be detected. All devices are 100% leak tested with isopropyl alcohol (ipa) to aid in the detection of possible leak defects. Device history record reflected that leak tested passed on (B)(6) 2011. Rejected devices found during routine inspections are investigated and documented through the quality system. There were no nonconformance's for this lot during the manufacturing process. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 5/31/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/25/2019, the product investigation was completed. Device investigation summary: during analysis of the sample some creases were observed in the anterior and posterior view, also an area of shell abrasion was observed within crease in the posterior view. Within crease in the posterior view was noted a tear, measuring approximately 0.4 cm. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as small a breast pocket and folding or wrinkling of the shell in the breast pocket. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: 340cc mentor memorygel breast implant, catalog: 3507340mc, lot: 6626073, sn: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent primary breast augmentation with two 340cc mentor memorygel breast implants, suffered left side rupture post-operatively. Rupture was discovered via MRI examination. As a result, the patient underwent removal without replacement on (B)(6) 2019.